Manufacturer narrative:
Batch review performed on 13 may 2019. Lot 130443: (B)(4) items manufactured and released on 22-mar-2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, all the items of the same lot have been already sold with another similar reported event (complaint: (B)(4); MDR: 2018-00821). Additional implants involved (not marketed in us): gmk-primary 02.07.1304r tibial tray fixed cementless size 4 r, lot 124580: (B)(4) items manufactured and released on 17-jan-2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event. Gmk-primary 02.07.2304r femur std cementless size 4 r, lot: 125546: (B)(4) items manufactured and released on 07-feb-2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
Additional surgery performed 5 years and 1 month after the primary due to knee infection. The knee was washed out.